Event description:
During an egd, the physician used a wilson-cook esophageal z-stent with dua anti-reflux valve to maintain patency of an esophageal stricture. The stent was placed in the pt's esophagus. The position of the stent was verified endoscopically. The pt did not receive radiation or chemotherapy treatments while the stent was in place. One month later, the stent migrated into the stomach. The stent was surgically removed from the pt. An injury to the pt was not reported.